Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range left ventricular (lv) pacing impedances of greater than 2500 ohms. It was noted noise was produced with isometrics resulting in a two second pause. The root cause for the clinical observations remains unknown. The representative was not present when the physician performed troubleshooting. The decision was made to surgically abandon and replace this lv lead. The associated crt-d was explanted and replaced. No additional adverse patient effects were reported. No further issues were noted since the device and lv lead were replaced.